Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. There was a slight bleeding was noticed due to the suction to the esophageal varices. The procedure was completed with another speedband superview super 7 and the slight bleeding was resolved. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on august 21, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. There was a slight bleeding was noticed due to the suction to the esophageal varices. The procedure was completed with another speedband superview super 7 and the slight bleeding was resolved. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on august 21, 2024: the speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation procedure to treat esophageal varices.